Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the site was unable to track the patient tracker after registration. The tracker was red and showing a geometry error of 3.5 millimeters (mm). The site was able to track a pointer without issue. The site tried swapping patient tracker to a different port, including one being used by pointer, with no change. The site tried rebooting system and toggling emitter in software with no change. The site confirmed no metal introduced into the field after registration. When moving the side emitter's position, the site was able to get brief tracking. There was a 20-30 minute surgical delay. Troubleshooting was performed, the field representative (rep) was able to replicate the issue on another navigation system. They re-draped with a  new tracker and were able to register and navigate. The issue was following the patient tracker. Patient impact unknown. No further information available.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.